Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she keeps getting motor error alarms when trying to prime the pump. Customer's blood glucose was 384 mg/dl and her blood glucose dropped to about 90 mg/dl. Customer stated that she stopped using the pump 2 to 3 days ago. Customer stated that the night before, she went to sleep and woke up the next day with a blood glucose level of 490 mg/dl. Customer stated that after the high blood glucose reading, she stopped using the pump. Customer stated that she has experienced 2 motor error alarms. Customer treated with a manual injection of 5 units. Customer reported that she was able to complete the pump rewind. Customer was assisted with reprogramming the time and date. Customer had more than 1 motor error alarm in the alarm history. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion tests due to a faulty force sensor resistor. The motor passed the motor test. The pump passed the idle current, run current, self test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the occlusion or no delivery alarm tests due to the prime anomaly. The pump had cracked battery tube threads and a cracked reservoir tube lip.